Manufacturer narrative:
The product is not received yet. It will be evaluated at reception. As reported "no patient impact, and no delay duration" the review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The investigation still in progress. Conclusion is not available yet.

Event description:
Roi-a : ir9280r : broken implant holder broken, it was reported during the surgery that while impacting the cage into the disc space , surgeon noticed a tiny metal ball that was lying in the incision . It was later he also noticed a small spring and small washer. These three pieces had came from one of the instruments which they believe it was the implant holder, however they are not certain. This situation had no impact on the patient or on the surgery. No delay reported. The pieces were retrieved from the injury . No foreign body left inside the patient. Investigation still in progress.

Event description:
Roi-a : ir9280r : implant holder broken, ball, washer and spring fell in wound. According to the reporter , the broken part was retrieved from the patient . There was no complication or patient impact . The actual instrument was received and exanimated by the r&d department.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Products were received at ldr medical and they were evaluated by the r&d department. The missing ball was confirmed on the returned implant holder . From information provided, based on the product history records, the analysis of the returned products, the review of the case and the recurrence of this type of event for this implant instrument,the cause is related to an old implant holder design issue . This deficiency was treated in a design change. A design and manufacturing improvement were performed. The purpose of these modifications was to change the spring pusher reference on the manufacturing drawing. If additional informations were received another report will be sent.